Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky buttons. Customer¿s blood glucose was unknown. Customers stated that insulin pump had slower rewind process, unexplained no delivery alarms and had crack on screen. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.